Manufacturer narrative:
The comfort curve test strips are the suspect device.

Event description:
Patient reported obtaining back-to-back blood glucose results of 121 mg/dl and 299 mg/dl on the advantage system. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Patient stated that quality control testing was performed on the system, 2 months earlier, and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve strip lot 549525 with expiration date 02/29/2008.